Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device chuck seized, was heavy moving and was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the drill/chuck device had an unspecified defective. During in-house engineering evaluation, it was observed that the device chuck seized, was heavy moving and was blocked. The event was not reported to have occurred during surgery. There were no delays in a surgical procedure. A spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.